Event description:
Defective air sensor. As device serial number was not provided, device history record could not be reviewed. Log history was not provided therefore no review could be performed. Device was not sent for investigation. No device or defective parts are available for this complaint, due to the fact that the technical repairs took place some time ago. They were repairs under warranty which had been forgotten for registration as quality complaints and this was only discovered during reconciliation. Due to the lack of information the reported event could not be confirmed and the cause remains unknown.

Event description:
Defective air sensor.